Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with cracked case behind the insulin pump at the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized due to hyperglycemia on (B)(6) 2019. The customer high blood glucose level was 600 mg/dl. Customer reported cracked behind the battery compartment. Customer reported low blood glucose started at 4.00 am until 6am today which was 48 mg/dl. Customer treated with food and glucose tablets. It was unknown whether customer is on auto mode or not. Customer has been experiencing low blood glucose for 2hrs. Customer had been hospitalized twice for high blood glucose and she was now in the hospital and corrected with tablet, in less than 3 hours it went high to 550mg/dl, when admitted and above 600mg/dl going to the hospital. Customer was diagnosed with flu and other high blood glucose 336 mg/dl, customer treated for high blood glucose using intravenous fluid. The insulin pump will be returned for analysis.